Event description:
On (B)(6) 2013, a spontaneous report was received from a registered nurse (rn) regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included a previous injection of juvederm (cross-linked hyaluronic acid dermal filler) on an unk date to the perioral area, a previous injection of botox (onabotulinumtoxina) on an unk date to the crow¿s feet, and seasonal allergies; otherwise, the patient had no significant medical history. The patient¿s skin type was fitzpatrick iii. Concomitant medications included advil (ibuprofen) occasionally; the patient was not taking any prescription medications. The patient received a 1cc injection of restylane-l from a 1cc syringe on (B)(6) 2013 to the tear troughs via serial puncture above the periosteum. Pre-procedure medications included cleansing, alcohol, and ice. No add¿l procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2013, after the implantation, the patient developed a bump under her left eye. On (B)(6) 2013, the patient called the clinic to report the bump. On (B)(6) 2013, the patient was seen for an evaluation by the physician. On exam, the left lower eyelid and surrounding cheek were mildly erythematous and tender to the touch; the patient didn¿t complain of pain or tenderness other than when the area was touched. The area was clearly edematous and not fluctuant; the area was very indolent. The office notes stated that it was not clear what had been going on the past few weeks; the physician was not sure if the patient had an organized hematoma or whether it was an infection in the soft tissue that was very indolent. The patient requested to be started on antibiotics, and the patient was prescribed keflex (cephalexin) at ¿500¿ four times daily. On (B)(6) 2013, when the patient woke up, her eye was swollen shut. The patient called the office to say that her face was swollen from her eyes down to her chin, and it was getting worse (compared to (B)(6) 2013, her face was more swollen), but the eye swelling had gone down since that morning. The patient also had tenderness to the touch and it was painful when she moved her face or head. The patient had gone to a yoga class and wasn¿t able to finish because when she inverted her head, it was uncomfortable. The patient was told to go to the clinic for an eval. By 10:00 am on (B)(6) 2013, the patient was examined by a physician assistant (pa) at the clinic. The left side of the patient¿s face was swollen from under her eye to below her cheekbone; it was also slightly red, slightly warmer to the touch, and tender to palpation. The patient denied fever or chills. Photos were taken and sent to the physician, who said that the area had gotten slightly worse since the last exam. The physician recommended probiotics and to avoid exercises that would require her to be inverted. On (B)(6) 2013, the patient was seen for another eval, at which time, the left cheek was red, hardened and tender with moderate swelling. The physician recommended a complete blood count (cbc) (results not reported). The patient felt the swelling and tenderness had improved after starting clindamycin. The patient¿s left cheek was prepped with iodine, and a 25 gauge needle and a 3cc syringe were used to try to aspirate fluid, but no fluid was aspirated; a minuscule amount of blood was obtained, mixed with sterile lidocaine, and applied to aerobic and anaerobic culture swabs. On (B)(6) 2013, the patient was seen at the clinic and an ultrasound of the left cheek was done to rule out a pocket of fluid/abscess. Based on the ultrasound, a possible organized hematoma was suspected. On (B)(6) 2013, during an eval, the patient¿s left cheek was noted to have a small, pea-sized, red, raised nodule. The nodule was aspirated and got 1 cc of pus from the area around the nodule. The pus was cultured again (aerobic and anaerobic), and the patient was asked to perform warm soaks twice daily. The rn stated that a drain must have been placed at this visit, although it was not charted in the office notes. On (B)(6) 2013, two days after the aspiration, the patient had a moderate amount of redness and swelling of the left cheek and up to the lower eyelid; the drain was intact. The physician told the patient to milk the surrounding tissues gently, and the patient was given augmentin (amoxicillin and clavulanate) and bactrim (sulfamethoxazole and trimethoprim). On (B)(6) 2013, the patient was seen for an eval and the cheek looked less red. On (B)(6) 2013, the patient was seen in the clinic and there was a little bit of drainage from the drain. The patient was continued on antibiotics and would continue to be monitored. On (B)(6) 2013, the swelling and hardness persisted, and the drain continued to drain serosanguineous fluid; nothing had grown in the cultures. On (B)(6) 2013, the drain was removed, and there was another site more medial to the original that was hard and raised that wasn¿t there before. The spot was opened with an 11-blade and got some creamy, oozy exudate, like pus. As of (B)(6) 2013, the patient had multiple hard areas under her left eye, and the right eye had some swelling that wasn¿t there before; all events were ongoing. The patient had a follow-up eval set for (B)(6) 2013. The rn¿s opinion of causality was that she wasn¿t sure if the treatment caused the reported events; ¿she had never had anything like this, so she didn¿t know how, but there was probably some connection.¿ the rn assessed the severity of the events as severe. The lot number and expiration date for restylane-l were 11375 and (B)(6) 2014, respectively. On (B)(6) 2013, add¿l info was received from the rn. Based upon follow-up info received, the event of implant site haematoma was added to the case. No add¿l treatment had been rendered since (B)(6) 2013. On (B)(6) 2013, the patient was seen for a follow-up eval; the patient was doing much better with less swelling, less redness and no new areas of drainage or fluid collection. The rn noted that ecchymosis was present and the hardness/induration was improving and almost equal to the other side. The nodule and tenderness/pain were improving and the warmth and creamy, oozy exudate, like pus; serosanguineous fluid were resolved. The band-aids were removed and the patient was instructed to only gently wash the areas and to call immediately with any questions or concerns or increase in symptoms. Follow-up was planned for 2 weeks.